Event description:
During surgery, the cement hardened too quickly resulting in a 35 min delay to the surgical procedure.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicates a non-recommended technique of preparing the cement was used and was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.